Event description:
A nurse mgr reported that a cassette successfully passed the priming test, but at the beginning of the surgery, at the time of phacofragmentation, an occlusion occurred. The cassette was exchanged to complete the surgery but the handpiece was not changed. The surgery was delayed about 10 mins while changing the cassette. The affected eye was the right eye and this was the first use of the device. There was no pt impact and the pt general state of health was good at the time of this report. No add'l info is expected. This is one of two medical device reports being filed for this event. This report is for the first facility.

Manufacturer narrative:
The device was received by a company rep and is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).